Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting pacing impedance measurements over 2000 ohms as well as high threshold measurements. Additionally the lead was found to be oversensing. The lead was successfully explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
The lead is not expected for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.